Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 4 bd vacutainer® ultratouch¿ push button blood collection set, there was an ink inside the packaging, and also the customer noticed black stains on the tubing of the wingset. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 14-jul-2025. Investigation summary: bd received four samples and one photo for investigation. The customer photo displays foreign matter on the inside of the pre-attached holder. Upon visual inspection, the samples failed as they exhibited foreign matter on the tubing an in the packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 4 bd vacutainer® ultratouch¿ push button blood collection set, there was an ink inside the packaging, and also the customer noticed black stains on the tubing of the wingset. There was no health impact or consequence reported.